Event description:
It was reported that removal difficulties and balloon fracture occurred. A synergy megatron mr ous 5.00 x 16mm was selected from treatment of the ostium of the right coronary artery (rca). During the procedure, the stent was implanted; however, during withdrawal, the stent balloon could not be retrieved. After multiple reinflation and deflation attempts half of the balloon was removed. After an additional period of manipulation, the remaining portion was also retrieved. The procedure was completed with the same device, and no patient complications were reported.

Event description:
It was reported that removal difficulties and balloon fracture occurred. The 80% ostial lesion of the right coronary artery (rca) was identified; the lesion was severely calcified with no tortuosity. A synergy megatron mr ous 5.00 x 16 mm stent was selected for treatment. During the procedure, the balloon was inflated to 10 atm and the stent was implanted. However, after allowing approximately 30 - 60 seconds for the balloon to deflate during withdrawal, the stent balloon could not be retrieved. After multiple reinflation and deflation attempts, the balloon fractured approximately 5 cm from the distal tip/proximal balloon segment, and half of the balloon was removed. After additional manipulation, the remaining portion of the balloon was also successfully retrieved. The procedure was completed using the same device, and no patient complications were reported.